Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va35dax001, ubd: 27-jun-2029, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jun-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 mpxr 1345374 (rep, hcp): pt reported to hcp on an unspecified date that he was feeling new pain in/around his right hip post permanent implant. He had imaging done on an unspecified date of the leads. Imaging showed minor lead migration. Hcp revised both leads on (B)(6) 2025. A follow up appointment to turn on the scs is scheduled for (B)(6) 2025 pt had an unspecified type of cancer. Hcp is concerned that the cancer has spread causing this new hip pain. He is communicating with patient's cancer team. Rep has no additional information. Device will not be returned.